Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo with a 3cg and t-lock inserted was returned for evaluation. An initial visual observation showed no blood residue on the returned sample. The stylet was measured to be protruding approximately 18 cm from the t-lock. Multiple bends were observed in the portion of the stylet outside of the catheter. Once the stylet was removed from the catheter, a kink was observed in the polyimide portion of the stylet, approximately 3.4 cm proximal to the distal tip. A microscopic observation revealed no breaks in the polyimide tubing or the core wire. The kink in the polyimide tubing was observed to be positioned between two of the internal magnets. Insufficient evidence was found on the returned sample to indicate a specific root cause of the kink in the stylet; however, possible contributing factors include forceful insertion of the catheter against resistance and damage during handling or use. A lot history review (lhr) of redx0597 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "stylet damaged 4cm from tip". 5/18/2020 - returned wire is kinked.